Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that during photovaporization of the prostate, the fiber tip/cap began rotating within the metal cap, and the tip broke. A new fiber was opened and used to complete the procedure without any consequences to the patient.